Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for routine check up and noise was observed. Lead was capped and will not be returned.